Manufacturer narrative:
H3 other text : device location unknown.

Event description:
It was reported that two ozark variable screws fractured at c5 post-operatively. The patient has been revised. The patient was revised and supplemental posterior fixation was added. This is the second of the ozark screws.

Event description:
It was reported that two ozark variable screws fractured at c5 post-operatively. The patient has been revised. The patient was revised and supplemental posterior fixation was added. This is the second of the ozark screws.

Manufacturer narrative:
The device was not returned for evaluation. A review of manufacturing history could be not performed as the subject lot number could not be identified. A review of complaint history associated with ozark screw fractures was performed, and no adverse trends were observed. Correspondence with field representative states that the patient was implanted with hardware in (B)(6) 2020. The patient allegedly experienced external trauma (fall), and the fractures were observed by the physician in an x-ray. According to the ozark surgical technique, instantaneous loading due to patient activity can cause the implant could break, bend, or loosen. The most likely root cause of the reported event is post-operative trauma (patient fall).

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark variable screws fractured at c5 post-operatively. Revision surgery is not scheduled at this time. This is the second of the ozark screws.